Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis vibe hemo system. During an interventional procedure, the user reported that pressure measurement was not possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The detailed investigation showed that the problem was not caused by a siemens healthineers marketed product. The cause of the problem was a customer-owned cable used to measure fractional coronary flow reserve (ffr) on the sensis. After the defective cable was replaced by the carrier, the system was running error-free again. A possible general fault of the system could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.